Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient demographics requested however not provided.

Event description:
The customer reported that the secondary set separated/disconnected below the drip chamber during a chemotherapy infusion. There was no indication of patient harm reported.